Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the jaws did not open after the 4th firing. A cracking sound was heard when attempting to manually return the white trigger. Another device was used to complete the case. There was no consequence to the patient.